Manufacturer narrative:
Unk as catalog # is unk. D.4.: lot - unk as not provider by reporter. Catalog # - unk as not provided by reporter. Expiration - unk as lot is unk. (B)(4) - the exact alleged issue with the filer has not been provided by the reporter. No device or images were provided to assist in this investigation. Quality control verifies gauge, length, position, and bevel type of barbs and verifies gauge, length, position, and bevel type of barbs and verifies that the filter and delivery system were made to specification. The product is shipped with an IFU which describes instructions for use, warnings, and precautions. Design verification testing has concluded the fatigue strength of the material and the design of the struts is adequate for this application. Per the description of the event, the pt had a bird's nest filter implanted in 1999 or 2000. On (B)(6) 2012 he began to suffer chronic pain and shortness of breath. The pt's medical providers have advised that the filter is the cause of the pain. However, without additional info or images it is difficult to determine with certainty what led to the pts pain and shortness of breath. We will continue to monitor for similar complaints and have notified the appropriate internal personnel.

Event description:
Plaintiff alleges in his lawsuit: in 1999 or 2000, pt was treated for diagnosis of deep vein thrombosis. A gianturco-roehm bird's nest vena cava filter was implanted to prevent pulmonary embolisms. The pt's condition was not remedied by the procedure and on (B)(6) 2012 he subsequently began to suffer chronic pain and shortness of breath, and continues to be treated by various medical providers up until the current date. Plaintiff also alleges that he has been advised by his medical providers that the filter is causing the pain and shortness of breath. Plaintiff claims that he continues to suffer with various complaints associated with the complication gianturco-roehm bird's nest vena cava filter. Medical treatment were not explained or provided by the reporter. No additional info has been provided, however, this report will be supplemented if any new info becomes available during the course of discovery in the lawsuit.

Manufacturer narrative:
(B)(4). Investigation- evaluation. No device or images were provided to assist in this investigation. Quality control verifies gauge, length, position, and bevel type of barbs and verifies that the filter and delivery system were made to specification. The product is shipped with an IFU which describes instructions for use, warnings, and precautions. Design verification testing has concluded the fatigue strength of the material and the design of the struts is adequate for this application. Per the description of the event, the patient had a bird's nest filter implanted in 1999 or 2000. On (B)(6) 2012 he began to suffer chronic pain and shortness of breath. The patient's medical providers have allegedly advised that the filter is the cause of the pain. However, without additional information or images it is difficult to determine with certainty what led to the patients pain and shortness of breath. Evaluation of new information received on 20oct2015: the complainant has been informed that there is not currently any recall required by any regulatory body for cook medical filters. Further information was requested 30oct2015. At this time, the investigation cannot determine the cause the patient has experienced based on the limited information provided.

Event description:
Plaintiff alleges in his lawsuit: in 1999 or 2000, patient was treated for diagnosis of deep vein thrombosis. A gianturco-roehm bird's nest vena cava filter was implanted to prevent pulmonary embolisms. The patient's condition was not remedied by the procedure and on (B)(6) 2012 he subsequently began to suffer chronic pain and shortness of breath, and continues to be treated by various medical providers up until the current date. Plaintiff also alleges that he has been advised by his medical providers that the filter is causing the pain and shortness of breath. Plaintiff claims that he continues to suffer with various complaints associated with the complication gianturco-roehm bird's nest vena cava filter. Medical treatments were not explained or provided by the reporter. No additional information has been provided, however, this report will be supplemented if any new information becomes available during the course of discovery in the lawsuit. Additional information received from the patient on 20oct2015: description according to complainant: "I currently have one of your ivc filters in my body. It has fractured and migrated. One piece is sticking thru my abdominal aorta, another part is stuck in my renal vein and part sticking in my spine. I was never notified, but just discovered there is a recall on your device. Please advise me what my next step should be."